Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from the USA stating that the device produced an error message e6 causing it to halt operation during surgery when the doctor was turning a flap. The motor was tested after the surgery and it was heating up. No injuries were reported to have occurred, however, it is unk if medical intervention occurred. The date of the event is unk. There was no additional information provided.